Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient experienced a myocardial infarction and a 2.75x23 xience xpedition stent was implanted in the right posterior descending coronary artery (rpda). On (B)(6) 2015, a coronary angiogram revealed in-stent restenosis in the rpda. No treatment was performed. On (B)(6) 2015, the patient experienced chest tightness and was hospitalized. On (B)(6) 2015, troponin was noted to be elevated. Revascularization with a drug eluting balloon was performed in the rpda, resolving the angina. No additional information was provided.